Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the guide wire insertion tip was found to be bent was not confirmed. In addition, it was also identified that the sheath in the distal end of the device was found as deformed... Based on the results of the investigation, the phenomenon of guidewire passes is bent and cannot be inserted into the scope was not reproduced, and the cause could not be presumed. However, if was found that the sheath in the distal end was deformed. Therefore, it is possible that when the scope was inserted, it could not be inserted properly because the distal end was bent temporarily. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the guide wire insertion tip on the ultrasonic probe was found to be bent and could not be inserted into the endoscope. No patients were involved.